Manufacturer narrative:
Lot s129 mfg date 11/04/2014. Lot s132 mfg date 11/24/2014.

Event description:
Information provided states that the patient had surgery at l5-s1 on (B)(6) 2015. The patient fell three months post-op. X-rays taken show that two of the set screws had become dislodged from hardware on right and left side at l5. Revision surgery took place on (B)(6) 2015 to remove and replace two set screws. The patient is in good condition.